Manufacturer narrative:
The pump is not being returned to animas for evaluation. The device is out of warranty. Several subsequent attempts were made unsuccessfully to contact the patient for follow-up information and to request the pump back due to exposure to an x-ray.

Event description:
On (B)(6), 2010, the reporter (a cde) contacted animas to report that a patient was admitted to a hospital for dka and was on an insulin drip. The reporter was able to watch the patient perform a site change on (B)(6), 2010, prior to resuming the pump. The reporter was unable to see the patient's old site to check for bending or kinks. The pump was reportedly exposed to an x-ray during the hospitalization. The animas representative instructed the reporter and/or patient to contact animas if they feel as though the pump is not functioning correctly. Several subsequent attempts were made unsuccessfully to contact the patient for follow-up information. This complaint is being reported due to the following conclusion: the reporter reported that the patient was hospitalized for dka. However, it is unclear if there was an allegation that the pump was working improperly or that the device contributed to the patient's injury.